Event description:
The caller reported that on (B)(6), 2012 in the operating room they placed a 7sct which was a difficult intubation. The caller stated that on (B)(6) 2012 the staff was not able to pass a 14fr catheter. The caller stated that the flange was flush and they thought there was a mucus plug since the pt was getting tidal volumes. The pt was scoped and it look like the tube was malformed on the posterior wall. The pt was decannulated and a second 7sct was attempted to be placed which failed due to swelling in the vocal cords and pt's cricoid is below the sternal notch. The pt was eventually intubated with an ett orally.

Manufacturer narrative:
The sample associated to this report is in transit to the MFR for investigation.